Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece overheated within one minute because of a fault in the drill. The bur was stuck in the attachment. There was no patient impact reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that there was no patient impact.